Event description:
The patient was being mechanically ventilated in the medical intensive care unit through the #8 portex tracheostomy tube. The ventilator alarm high pressure, and during the staff assessment, the inner cannula was loose, and the staff were unable to "click" it back into place such that it was secure. The inner cannula was replaced with another which resolved the alarm issue. There was no patient harm related to this event.